Manufacturer narrative:
The technician found a component discolored on the motor control board. The technician replaced the motor control board to repair the bed.

Event description:
Information received indicates the foot hi/low is not operating.